Manufacturer narrative:
The philips product investigation lab (pil) technician reported that the replaced central processing unit (cpu) printed circuit board assembly (pcba) was returned to the pil lab for evaluation. The pil technician verified that the backup alarm failed error code was found in the part log. Neither the occurrence nor the associated error code could be duplicated at the pil lab during the boot up of the test device. The pil technician induced a proximal pressure alarm and confirmed that the part did alarm as expected for the proximal pressure failure. The pil technician verified that the alarm could be silenced using the alarm silence button. The test device passed all engineering testing and all the voltages required for the proper operation of the device were well within specification. With the unit in a no power/hardware power fail state, the pil technician allowed the visual and audible backup alarm to operate for two minutes. Both the visual and audible alarms operated without issue. It was concluded that the customer complaint could not be confirmed, and no problem was found with the returned cpu pcba. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
The customer informed the authorized service provider (asp) that the alarm occurred before the device was placed on the patient and the mute button did not respond. The customer confirmed that it was a backup battery failed alarm after removing the device from service. The customer confirmed that there was neither delay in therapy nor medical intervention required as a result of the device issue. The authorized service provider (asp) could not duplicate the reported issue but confirmed the occurrence of the backup alarm failed alarm in the device event log. The asp replaced the central processing unit (cpu) printed circuit board assembly (pcba) to resolve the issue. The asp completed a cleaning, running test, and function test following the part replacement. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
(B)(4).

Event description:
Philips received a complaint on the v60 ventilator indicating that was a backup alarm failed alarm. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. The customer informed the authorized service provider (asp) that the alarm occurred before the device was placed on the patient and the mute button did not respond. The customer confirmed that it was a backup battery failed alarm after removing the device from service. The customer confirmed that there was neither delay in therapy nor medical intervention required as a result of the device issue. This investigation is ongoing.